Event description:
The catheter broke off and migrated into the heart. The user nicked around the cuff with a sharp instrument. The sharp instrument probably touched the catheter. The indwelling period was 70 days.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.